Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-apr-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that a second lead was unable to implanted during original surgery. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified the event. Two leads were discarded and not used during the (B)(6) 2024 implant. These were not an issue of the leads but inability to place in the pts epidural space. The physician attempted multiple times and requested a new lead due to continued attempts.

Event description:
(B)(6) 2025 (rep): additional information was received from the manufacturer representative (rep). It was reported that the rep clarified the event. Two leads were discarded and not used during the (B)(6) 2024 implant. These were not an issue of the leads but inability to place in the pts epidural space. The physician attempted multiple times and requested a new lead due to continued attempts.

Manufacturer narrative:
See h6 for correctional coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.